Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon noted that the injector was jerky during lens insertion and at the same time he observed a break in the posterior capsule as well as an issue in the side of the capsular bag. The lens was cut out and removed. Another lens was implanted into sulcus space. Additional information was requested.